Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies identified. Impedances not taken due to probable ventricular tachycardia (vt)/ventricular fibrillation (vf) event in progress. (B)(4).

Event description:
It was reported that there were missing right ventricular (rv) lead impedance measurements for months. Printouts of past interrogations were found showing alerts for high impedance on the rv lead. Additionally, noise was seen when the rv lead was programmed bipolar and gone when the device was reprogrammed rv tip to rv coil. High power portion of the lead remains in use and a new pacing lead was added. The device was explanted and replaced to minimize opening pocket again. No patient complications have been reported as a result of this event. Furthermore, the lead had intermittent high threshold and a possible fracture.